Manufacturer narrative:
The insulin pump passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted during testing. The insulin pump functioned properly. Motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2017 with blood glucose of over 600 mg/dl. Customer stated that her blood glucose reading would spike during her period. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported that on (B)(6) 2017 she had a high blood glucose reading of in the 400's mg/dl, 218 mg/dl, 353 mg/dl, 240 mg/dl, 197 mg/dl, 90 mg/dl. Customer declined high blood glucose troubleshooting. Customer also reported to have received a motor error and a motor position encoder error alarm and troubleshooting was performed and completed, the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.